Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (intravenously (IV), (one gram, every 5th day) and piptaz (piperacillin/tazobactam) (IV, 4.5 gm, twice a day for five days). At the time of this report, the peritonitis treatment and dianeal therapy were both ongoing. The outcome of the peritonitis event was unknown. No additional information is available.